Event description:
It was reported, the high definition lcd monitor power went out during the pre-test inspection of the urinary tract. The issue occurred during an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device was returned and the evaluation found a power failure due to other failure modes. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected field: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "oev262h was turned off " was caused by a electrical overload such as lightning or static electricity or an event in which power supply printed circuit board failed due to moisture absorption degradation causing no picture to appear. Olympus will continue to monitor field performance for this device.